Event description:
Customer reports taking her noirmal dosage of insulin based on the reading received from the freestyle meter. Customer began feeling symptoms of hypoglycemia and then blacked out. Customer reports that the meter was reading normal, but does not remember the exact value. Customer did not seek medical attention, but got into bed and waited until she felt better.